Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same person (reference 1825034-2012-00396, 00407 and 2013-03459). The previous revision procedures on (B)(6) 2009 and (B)(6) 2010 were reported on medwatch numbers 1825034-2012-00395 and 00404/00406.

Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2009, due to aseptic loosening of the acetabular cup and pain. The acetabular cup, taper adapter, and modular head were removed and replaced with a competitor's cup and acetabular liner and a biomet modular head. Patient underwent a second revision due to pain and aseptic loosening on (B)(6) 2010. The biomet modular head and competitor's cup and head were removed and replaced. A third revision procedure was performed on (B)(6) 2012, due to aseptic loosening and pain. The acetabular cup and modular head were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012, was due to acetabular cup loosening, elevated metal ions and pain. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced.